Event description:
It was reported the patient experienced a loss of therapeutic effect. It was stated the device had not worked for the last year. The patient had completely lost control of their bladder. When the patient would make an adjustment with their programmer, they could feel stimulation for about ten minutes and then the stimulation sensation went away. The patient had tried changing the programs and went into the office for reprogramming and wasn¿t able to feel stimulation after ten minutes. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v864273, product type: lead. (B)(4).